Event description:
Pt called stating that one of her ms3 pumps (sn (B)(4)) seems to be running slow. She had expected to change it this morning around 10am but forgot and the low cartridge alert did not go off until abut 5-6 hours later. This has not happened before. Pt also noticed that when priming the tubing that pump seems to go slower than the other pump. This pump is due for maintenance in july and pt's requesting replacement pump prior to next mix on tuesday. Did the reported product complaint occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. If yes, was any medical intervention provided? Please explain, na. Was a return box sent to pt to return the malfunctioning pump to the vendor? Will be sent. Dose or amount: remodulin 54nkm, frequency: cont, route: sq. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.